Event description:
It was reported by the patient that they were not sure if the implantable cardiac monitor (icm) was working properly. All reasonable contacts have been followed up with and no additional information is available. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.